Manufacturer narrative:
Patient data: height 70 cm. Manufacturing site evaluation: investigation on-going. Additional information and/or investigational results will be provided in a supplemental report.

Event description:
It was reported that there was a postoperative issue with the mininav valve requiring explant. The patient underwent a shunt system implantation on (B)(6) 2018. Later, the valve was noted to be over-draining. As a result, the valve was explanted on (B)(6) 2019. There are no reported patient complications or adverse sequelae. Additional information was not provided.